Event description:
It was initially reported that the patient's dystonia reappeared a "few days before the intervention and he experienced symptoms of baclofen withdrawal. The physician decided to replace both pump and catheter". Per the reporter, there was no patient injury; patient outcome was "ok". Additional information received later indicated that the physician interrogated the pump and no error messages were found. The physician had found "that everything seemed to be ok with the pump". Upon refilling the pump's reservoir, no anomaly occurred. Neither a catheter access port dye study nor rotor study was performed.

Manufacturer narrative:
Catheter model: 8731sc, serial# unk, implanted: unk, explanted: 2012-(B)(6). (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was acceptable testing and the catheter was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).